Event description:
The customer reported leakage of a black fluid during reprocessing of an olympus ultrasound gastrovideoscope. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a cut on the pink rubber and missing thixotropic adhesive (ke45) at the forceps cover. Based on the investigation results, the most probable root cause of the reported leakage of black fluid could not be determined. The most probable root cause of the cut in the pink rubber and the missing thixotropic adhesive (ke45) at the forceps cover was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.